Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the groshong s/l titanium low profile port products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606150j implantable port allegedly experienced a fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for fracture, naturally worn, deformation due compressive stress and dent in material. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong s/l titanium low profile port products that are cleared in the us. The pro code for the groshong s/l titanium low profile port products is identified in d2. H10: g4, h6 (device: 2988). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.